Event description:
A report was received that following trial lead placement, the patient reported experiencing headaches. The physician was not aware of a dura puncture at the time of implant. Upon follow-up, the physician removed the trial lead and performed a blood patch for the dura puncture. The patient is reportedly doing well and no longer experiencing the headaches.

Manufacturer narrative:
This is the final report.